Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the pump battery was depleting quickly. The customer's blood glucose was 350 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.